Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a right ventricular (rv) lead alert triggered due to occasional short interval oversensing during ventricular tachycardia (vt) and premature ventricular contractions. The alert was reset and the patient sent home to later follow up with their physician. The lead remains in use. No patient complications have been reported as a result of this event.